Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the recorder turned off after only 25 minutes. Technical support connected to the system and confirmed a short study. There was no patient and user harm. A repeat procedure on a different day was necessary.